Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 02-nov-2017 with the following findings: during investigation, the pump was returned with the display screen contrast fully illuminated and clear. The original allegation of a ¿blank display¿ was unable to duplicated. The pump¿s cover was removed, and no intermittent conditions were found to the display circuit.